Manufacturer narrative:
Correction: b5. The pulmonary hemorrhage and subsequent death were the result of the cmems procedure and not related to the fast-cath introducer. This event was reported on the hf sensor delivery system device under MFR report number 3004936110-2024-00928.

Event description:
The pulmonary hemorrhage and subsequent death were the result of the cmems procedure and not related to the fast-cath introducer. This event was reported on the hf sensor delivery system device under MFR report number 3004936110-2024-00928.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported pulmonary hemorrhage and subsequent death were procedure related. The cause for the reported insertion difficulties remains unknown.

Event description:
Post cardiomems implant procedure, the patient expired due to complications from a pulmonary hemorrhage. It was reported that during the cardiomems implant procedure there was difficulty establishing venous access in the right groin, so the procedure was completed via intrajugular approach (cardiomems not inserted in groin). The patient's hemoglobin reflected a drop on the wedge and the pulmonary arterial stats drawn intra-procedure. A complete blood count was drawn peripherally at the end of procedure and also reflected a hemoglobin drop. The patient was moved to the post-procedure area for recovery and experienced an acute drop in blood pressure and received a blood transfusion in the recovery area. The physician confirmed that computed tomography scan results indicated a pulmonary hemorrhage; a repeat angiogram did not identify a source. The patient went back to interventional radiology for a repeat pulmonary angiogram which did not show any bleeding. The patient had a chest tube placed and rapid re-infusion of blood out of the chest tube. The patient was taken to interventional radiology for embolization, but nothing was found to embolize. The patient expired on (B)(6) 2024. The cause of death was reported to be due to complications from the pulmonary hemorrhage.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.